Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available as it was disposed of due to contaminated with chemo drug; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a burning sensation when the solution administration set leaked. The device was filled with an unreported amount of paclitaxel. According to the staff, the leak occurred at the luer lock connector to patient's 3 way connector over the port-a- cath. After 7.2 ml's was run, the patient felt a burning sensation on the right upper thigh and the area was noticed to be wet. The infusion was immediately stopped. The patient was treated by running cold water to the upper thigh in the shower room. No further redness or burning sensation was noticed. No additional information is available.